Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced on the patient¿s other side as initial lead placement was difficult due to venous stenosis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).